Event description:
Pt scheduled for diagnostic laparoscopy. The uterine manipulator was used during the case. When the physician removed the device at the end of the case, the gears and rubber tract were coming out of the device. The physician had to then perform and additional procedure to ensure that all pieces of the device had been recovered.